Manufacturer narrative:
Reporting address line 1:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the connection of the paddles with the monitor is damaged during clinical use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text: multiple requests were made to obtain details regarding how this issue was then resolved; however, no information was made available.